Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned was confirmed to be fractured near the distal end of tubing set upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The most likely cause is likely multifactorial in nature, it is unknown during when the damage occurred.

Event description:
It was reported that; inserting implant and the tubing set split. Tried another tubing set and it did not work.

Event description:
It was reported that; inserting implant and the tubing set split. Tried another tubing set and it did not work.